Manufacturer narrative:
Visual inspection of the device showed that the shuttle cartridge was disengaged from the handle. The advancer tube was engaged to the distal tamp lock. The shuttle cartridge was inspected for a crack. No anomalies were observed. It should be noted that the mynxgrip vascular closure device is manufactured with a slit at the end of the black shuttle cartridge, which is not a crack. The slit is designed to decrease unsheathing force and increase deployment reliability. If the sealant sleeve is displaced, the sealant will be exposed and the slit of the shuttle cartridge will become visible. Based on the provided information and the investigation performed, the probable cause for the failure to deploy could not be conclusively determined. The review of the lhr (lot f1518701) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported by the purchasing staff at the hospital: "pusher split when advanced causing malfunction." Manual compression was applied for 30 minutes or less. The patient was not hospitalized. The following information was reported by the company representative: I believe they may be speaking of the advancer tube. I've reached out to schedule another laboratory day in order to meet with the physician and the ccl team to reinforce correct deployment technique. Vessel location: peripheral.